Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible lead integrity alert (lia). The rv lead was found to have oversensing of noise and sensing integrity counter (sic) with elevated lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was revised and capped. A new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.